Event description:
It was reported that the tip broke at the weld point while passing through the labram. The broken piece did not completely detach from the device so it did not require retrieval. The procedure was completed with a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported accu-pass direct crescent xl device was used for treatment. The device was received for evaluation. There was not a relationship found between the returned device and the reported event. Visual inspection of the returned device revealed the needle crescent bent. No other visual discrepancies were found. Functional evaluation was not performed due to the damage condition of the returned device. Per information provided customer the tip broke at the weld point while passing through the labram. Based on our investigation the complaint was not verified because the tip wasn't broken. The most possible root cause for the needle crescent bent may be due to excessive force or mishandling the device. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: -as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on this instrument. Excessive force can result in failure. -tissue thickness may affect suture placement including stitch depth and needle entry point. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Additional information provided.